Event description:
The customer reported that the device had a backup alarm failure. The device was not in patient use at the time of the reported event. The customer reported that the ventilator had a backup alarm failure and that he needed to replace the central processing unit (cpu) board. The customer also requested for replacement software option codes due to the cpu replacement.

Manufacturer narrative:
The customer did not respond to multiple requests for additional information. It is unknown if any repair or part replacement was performed on the device. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.